Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the initial open reduction internal fixation procedure for olecranon osteotomy performed on october 25, 2016, the 2.7mm variable angle locking screw would not back out from the 2.7/3.5mm variable angle-locking compression plate (va-lcp) olecranon plate. The surgeon's plan was to implant the plate, then take it off and then re-implant the same plate. According to his plan the surgeon implanted the plate and three (3) variable angle locking screws; however, while taking out the plate surgeon was not able to back out one (1) of the screws. The surgeon then removed the rest of the implanted screws which loosened the plate a little bit. The surgeon then manually wiggled the plate and was able to remove the remaining screw and the plate intact. There was reportedly less than a one (1) minute surgical delay due to the reported issue. Surgeon then inspected the removed plate and noticed that the screw hole threads on the plate (the one from which the screw was not backing out) were damaged. Therefore surgeon implanted a new plate and completed the procedure. The surgery was completed successfully with no patient harm or additional medical intervention. The patient outcome following the surgery reported as stable. Concomitant devices reported: 2.7mm variable angle locking screw (part # unknown, lot # unknown, quantity 2). This report is 1 of 1 for com-(B)(4).